Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the auxiliary illuminator module was replaced. The system was tested and found to meet product specifications. The system was manufactured on november 5, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause for the reported event(s) cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that during setup for a procedure, a system advisory displayed and port three and four had no light.